Event description:
It was reported that a patient had a traumatic cataract, and the capsule ruptured prior to inserting an intraocular lens (iol) into the patient''s right eye. After implanting the lens into the patient''s eye, the lens did not lay flat and it was noted that the haptic detached from the optic, requiring the lens to be removed during the same procedure. The incision was slightly enlarged and sutures were used. There was no vitrectomy performed. There was no new lens placed into the eye. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlarged; removal and replacement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in halves without one loop (haptic). The lens condition was consistent with a lens that had been explanted. Dimensional inspection could be performed due to the condition of the returned lens. Based on the investigation the cosmetic defects found in the returned lens are related to explant process and not manufacturing related. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.